Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 765 mg/dl at the time of incident. Blood glucose value at the time of call was 160 mg/dl. Customer was hospitalized due to diabetic ketoacidosis. The customer treated high blood glucose with insulin infusion or intravenous drip. Customer stated auto mode was active at the time of incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. No further patient complications were reported. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the ngp 770g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.

Manufacturer narrative:
Retainer ring = black case type = ngp on november 11, 2022, the customer alleged was hospitalized for high blood glucose and diabetic ketoacidosis. On (B)(6) 2022, (B)(4) svn: 000314719992, the customer alleged was for high blood glucose. On (B)(6) 2022, (B)(4) svn: 000314551914, the customer alleged for loss of communication between insulin pump and transmitter, change sensor alert and high blood glucose. The test p-cap locks properly in place in the reservoir compartment noted. Insulin pump received with pillowing keypad overlay during the visual inspection. Thump and carelink software was utilized and downloaded trace/history files properly. Insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. The test guardian link communicated properly with the insulin pump noted. No communication anomaly or change sensor alert noted. Insulin pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within specific range during testing (23.3 mv). In summary, insulin pump passed all required testing. Unable to verify customer alleged for high blood glucose and diabetic ketoacidosis. The force sensor is within specification. The customer alleged for loss of communication between insulin pump and transmitter and change sensor alert not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Initial report was submitted with missing information. The corrected information has been updated and provided with this report in section b5. Health effect impact code has been updated and provided with this report in section h6. Health effect clinical code has been updated and provided with this report in section h6.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2022 for 3 days. Symptoms customer reported at the time of hospitalization event was feeling sick/unwell, flu-like, headache, tired/weak, altered vision/vision changes. Customer test for ketones and found mild ketones. The insulin pump was returned for analysis.